Event description:
Initial complaint received by the manufacturer on 6/24/09 reported that the catheter was kinked upon opening of the packaging. The damaged product was returned to the manufacturer for investigation on 7/28/09 and at that time, remnants of dried blood were noted on the catheter indicating clinical use of the device. Therefore, 7/28/09 is the date that the manufacturer became aware of a potential product problem. There was no report of patient harm.

Manufacturer narrative:
The manufacturer contacted the reporting facility for clarification of the reported event. Additional information reported by the facility that the physician placed the pronto v3 catheter in a 6f guide catheter, then used the acist system to inject contrast through the guidewire and around the pronto v3 catheter. In addition, traces of the hydrophilic coating were found in sections along the length of the catheter. The manufacturer determined that the use of the high pressure injection caused the pronto v3 to flatten and misshape making it difficult to remove the pronto v3 from the guide catheter, scrap against the sides of the guide catheter and cause the hydrophilic coating to flake. The pronto v3 IFU contains the following statement: "do not perform high pressure contrast injections around the pronto catheter while using a 6f guide catheter. High pressure contrast injection may damage the pronto catheter, making it difficult to remove from the 6f guide catheter." No patient harm was reported.